Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 425 mg/dl. The customer was treated with the manual injection. The customer stated that there was little red mark on stomach at the site. The troubleshoot for high blood glucose was not performed. The insulin pump will not be returned for analysis.